Manufacturer narrative:
(B)(4). Model no - correction. Catalog no - correction. Serial no - correction. Lot no - correction. Expiration date - correction. UDI - correction. Correction/additional information. Device mfg date - additional.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 5/25/2023. It was reported that no audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Device was open, speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was not confirmed for receiver (touch screen) no audio due to no problem found in log review and receiver passed speaker/sound hardware testing. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that no audio output occurred. The patient stated they passed out when the cgm 67 mg/dl. It was reported that the patient did not receive an alert when the cgm value went to 67 mg/dl. A blood glucose reading was checked and it was 47 mg/dl. The patient's wife provided the patient coca-cola and the patient recovered after treatment. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.